Event description:
The complainant alleged that while attempting to cardiovert a pt, experiencing ventricular tachycardia,the device failed to deliver a synchronized discharge. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction as the clinicians were able to obtain another device. The customer's biomed was unable to duplicate the reported malfunction.